Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Customer returned pump through distributor, and distributor evaluated the device, loaded a new cartridge, confirmed that pump started, charged, connected properly, showed accurate insulin volume after tubing purge, and delivered insulin normally over 24 hours with expected insulin amounts, leading to conclusion that pump functioned properly.